Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-jun-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Due to the expiration of cg8+ cartridge lot w22265 (22-may-2023), retained testing could not be performed. No deficiency has been determined for cg8+ cartridge lot w22265.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant sodium and potassium results on a patient. There was no patient information at the time of this report. Method date tested test results sample I-stat , (B)(6) 2023, 07:56, na 114mmol/l a. Lab, (B)(6) 2023, ni na 139.45mmol/l ni. I-stat, (B)(6) 2023, 07:56 k 6.2mmol/l a. Lab, (B)(6) 2023, ni k 4.35mmol/l ni. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.